Event description:
It was reported that the user experienced recurrent hypoglycemia while using the insulin pump, with fingerstick readings of 50 mg/dl and 30 mg/dl the same afternoon, and the user had been using the pump inconsistently; the user treated with oral carbohydrate (sodas, mashed potatoes) and also uses subcutaneous insulin by pen outside of pump use. Symptoms included low blood glucose with associated effects of hypoglycemia. Outcomes included the need for self-treatment with oral glucose and food without hospitalization or emergency care. Troubleshooting and education were provided by support staff, and the case was escalated to clinical support for follow-up. Investigation included a review of device use history via the portal and user-reported history. Investigation of this case revealed inconsistent pump use that could contribute to glycemic instability; no device alerts or alarms were reported. It was concluded that the cause of the hypoglycemia was unclear and that user management factors could have contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.